Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath, during sheath preparation, the device was leaking gas. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported leak was not confirmed. Analysis of the returned sheath identified no abnormalities or defects that could have contributed to the reported allegation. The sheath performed as intended during leak testing; therefore, the root cause of the complaint could not be confirmed. Device technical analysis: the faradrive device was returned for analysis. Visual inspection of the device noted no abnormalities or defects were found on the exterior of the returned sheath. Microscopic imaging shows no abnormalities or defects on the hemostatic valves. Leakage testing of the rhe returned sheath found the device passed leak performance testing. With all the available information, boston scientific concludes the reported leak was not confirmed. Analysis of the returned sheath identified no abnormalities or defects that could have contributed to the reported allegation. The sheath performed as intended during leak testing; therefore, the root cause of the complaint could not be confirmed. Device history record review: there was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air bubbles is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: based on all the available information, the "device problem excluded" conclusion was selected for the allegation of "visible air/bubbles," as analysis did not find any abnormalities or defects that could have contributed to the reported complaint. The root cause of the complaint could not be confirmed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath, during sheath preparation, the device was leaking gas. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.